Event description:
It was reported that the fiber tip cracked at 200 joules during a prostate procedure. Two additional fibers were reported under (reference MFR report numbers 2937094-2012-01243 and 2937094-2012-01244); at which point the physician decided to complete the procedure with another fiber. There was no report of pt injury.